Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes that an unspecified number of tubes were bowed. This caused errors during automated processing on the abbott system. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received 99 samples and 1 photo for investigation. The customer samples along with the photo were reviewed and the indicated failure mode for bowed tube was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of bowed tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bowed tube. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.